Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the station was in critical override (sync down) despite server showing no errors. A technical support specialist (tss) identified a data synchronization issue on station, where the station database version was below the minimum required version, triggering a manual recovery scenario. The station was already under upgrade planning, and the upgrade team proceeded with upgrading the environment to medes version 1.11 remotely. Post-upgrade, synchronization was restored, orders began crossing, and the issue was fully resolved. The system functioned as intended after the technical support specialist troubleshoot the device.

Event description:
It was reported that when using the bd pyxis¿ es server was not communicating with multiple stations. Medication orders were intermittently not displaying on the stations, and orders appeared and disappeared across both affected stations. The stations were operating in critical override mode to allow medication dispensing. Customer stated that troubleshooting had been attempted on their end, but the issue remained unresolved. Some patients were able to retrieve medications; however, certain medications associated with existing orders could not be accessed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.